Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the ssd drive was replaced. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, they took a spin on the imaging system with the navigation system and the navigation system had all green statuses. When the scan was being transferred to the navigation system, there was an error message stating," please confirm the correct exam was sent." The clinical specialist who was not present at the case had them try to manually push the exam, but that did not work. At this point, the surgeon decided to abort the use of medtronic imaging and navigation and brought in a different imaging system. This caused a 10 minute delay, but no patient impact.

Manufacturer narrative:
Analysis of the software logs of the event revealed that the issue was consistent with a database or hard drive corruption. The system was unable to store the patient in the database. This was consistent with previous analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd for the navigation system was returned to the manufacturer for evaluation. Testing found that the exams could not be exported and not import exams consistently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.